Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-07515. Follow up information received identified surgical intervention was taken, during the procedure the leads were found to had migrated. The leads were explanted and replaced. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-07515. It was reported the patient experienced unintended stimulation in her ribs. Reprogramming did not resolve the issue as the patient continued to experience ineffective stimulation. Surgical intervention is planned as the next course of action.